Manufacturer narrative:
No report of patient involvement. The ge healthcare depot technician replaced the power switch to resolve the observed issue.

Event description:
The ge healthcare technician found a faulty power switch. The unit would restart when releasing the power switch cover.